Event description:
It was reported that the water temperature setting was set up to 42 degrees while in use in arctic sun device and the device was raised only upto 27 degrees. The equipment was replaced and the case was complete. Per follow up information received via email on 02 aug 2023, updated entry description. They confirmed device was sent to bd-approved facility for evaluation. They confirmed the issue was resolved. They confirmed the repair was done. They did not get information about the patient. The case completed with replacement machine. No patient impact and no medical intervention required.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The device was evaluated and the reported issue was confirmed due to a faulty heater. Heater replaced. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature setting was set up to 42 degrees while in use in arctic sun device and the device was raised only upto 27 degrees. The equipment was replaced and the case was complete.